Manufacturer narrative:
One random and used sensor was inspected and a continuity resistance test performed. The sensor passed per specifications. A bicarbonate buffer test was performed and the sensor passed with accurate readings. Three of the six sensors were found separated from the sensor base. It could not be confirmed if the customer received these sensors in this condition as they were returned opened and used. Three needles were missing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump sensors do not work properly. Customer indicated that three needles got stuck in the serter device and two needles came out after releasing the serter. Customer also indicated that calibration errors have occured. Customer does not recall any significant events leading to the error. Customer's blood glucose was 140 mg/dl at the time of incident. Troubleshooting was done for needle stuck in serter error and customer declined troubleshooting for calibration. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.